Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected rewind anomalies noted. No unexpected time/clock anomalies noted. Device received with broken battery tube threads, broken belt clip slot and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and the screen was faint, had discoloration and rainbow effect. Customer's blood glucose level was unknown at the time of incident. Customer stated insulin pump rejected new batteries, rewind takes longer time and makes grinding noise and the clock has to be reprogrammed. The insulin pump will not be returned for analysis.